Event description:
A physician reported that the system¿s power loss happened when the doctor depressed the footswitch¿s pedal during posterior vitrectomy surgery (cataract lens dropped) and immediately after that the power recovered. After power recovery, still the footswitch wasn¿t functional (no cut function of cutter) and posterior pack was used but of no use. They rebooted the system more than one time and the issue was still there. The surgeon decided to postpone the surgery to another date to complete the lens drop. Although the surgery was not completed, there was no impact to the patient. When patient left, the first cassette they tried was having infusion prime issue but another cassette (second one) successfully primed and the vitrectomy cutter (not the initial one but back up cutter), was fully functional. This report pertains to vitrectomy probe involved in reported events.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in h.6. And h.11. No technical inquiries were received from the customer. The opened probe in a bag was returned for evaluation for the report was not within the reported pak lot number reported based on radio frequency identification tag identification; therefore, no sample evaluation was performed. Clinical evaluation has been reviewed; the evaluation did not indicate if the device contributed to or could have contributed to the reported event. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos were reviewed by the manufacturing site. Photo one shows a console screen with several advisory codes. Photo two show a message displayed on console screen. Reported issue cannot be confirmed from photos. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received (the reported product and lot was not received), the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trends and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.